Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported increased intra-peritoneal volume (iipv) event was verified during the event history log review. Internal and external visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. One hour therapy was completed without error or alarm. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain #6) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 09:37:08. No further information is available.